Event description:
Reporter indicated that during surgery, a handheld computer kept displaying the following error message: "trying to restore factory default settings." Soft and hard resets were performed on the handheld. The hospital was able to successfully perform device diagnostics. A replacement handheld was sent to the hospital. Good faith attempts to obtain the old handheld for analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.